Event description:
Customer pr notified our call center rep that two syringe needles broke off in to his stomach. He told us he was able to remove one needle from his stomach but he believed that one needle still remained in his stomach. We advised him to immediately seek medical treatment. Customer pr told the rep that he believed the needles were defective and that is why they broke in his stomach. The needle brand was global syringe needles 0.5ml 31g 5/16". We contacted global to notify them of the event and the rep from global said this was the first reported incident of an event of this nature. Dates of use: (B)(6) 2013 - (B)(6) 2014.